Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(4) 2013: product/lot information.stem unlikely to have contributed to dislocation as not mentioned as being mal positioned.

Manufacturer narrative:
Not the subject of the complaint. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Patient appeared to dislocate while in recovery. Surgeon revised a s-rom that he put in on the same day. Surgeon reduced the hip and then took out the implants. He put in a summit stem which reduced and was stable.